Event description:
The manufacturer received information alleging a millennium oxygen concentrator caught fire. There was no report of pt harm or injury. The investigation is still ongoing. The manufacturer will submit a follow up report when the investigation is complete.